Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 38mg/dl. The customer treated with glucose. Customer indicated that their blood glucose value was 170mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Customer indicated that they have spoken with their doctor who may have changed the pump programming and pump settings.customer declined to further troubleshoot and was advised to monitor the pump and blood glucose and call back if any further issues.